Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 1 device was received. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 1 device: degradation problem identified, lubrication problem identified / part/component/sub-assembly term not applicable. 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by stryker. 3 devices: product disposition is not yet determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: fluid/blood leak. 1 event had problem identified during non-clinical procedure; there was no patient involvement. 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99396 supplemental rationale corrected data: b5, h6, h11 4 previously reported events were included in this follow-up record. Product return status 4 devices were received. Evaluation findings (results/components) 1 device: degradation problem identified, lubrication problem identified / part/component/sub-assembly term not applicable 2 devices: lubrication problem identified / device ingredient or reagent. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition 4 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: fluid/blood leak. - 4 events had problem identified during non-clinical procedure; there was no patient involvement.